Event description:
It was reported the ac power supply module required replacement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module, the replacement for which a quote was provided. The device remains at the customer site and no further evaluation is warranted at this time.